Event description:
It was reported that four creo locking caps had backed out of the screw heads post-operatively requiring revision surgery.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The devices are not available for evaluation as they were discarded by the hospital. The post-operaiive imaging provided shows construct extending from t10-l2 with the t12 level uninstrumented and visibly collapsed. All four locking caps were shown to be dislodged from the screw heads at t10 and t11. It's possible that excessive force placed on the implant during unknown patient loading or insufficient tightening of the implant may have contributed to the observed issue. However , the exact cause of the reported issue cannot be determined.